Event description:
It was reported that during a vats lobectomy procedure, the rotating knob broke off while trying to angulate the instruments jaw. Another device used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Evaluation summary: one device was returned in good visual condition and with no cartridge loaded. When tested for functionality, the articulation mechanism was noted to be damaged; even though, the device was fired with a test cartridge and the staple and cut line were noted to be completed; however, the staples malformed. Therefore, the device was disassembled to examine the condition of the internal components and the articulation gear teeth were noted to be damaged; no other anomalies were noted.